Event description:
I started having left lower abdomen pain for about two months almost cramping like after two months it moved down to the lower quadrant of the abdomen the crease between thigh and abdomen and now feels like the pain is in my hips. It hurts to walk and even just sit around the pain is constant. (B)(4).